Manufacturer narrative:
Concomitant medical product: information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient stated their voiding streams were weak. They stated they didn't understand the information they were supposed to collect due to being out of it from the anesthesia. The patient was advised to follow-up with their clinician with health concerns. It was unknown if the issues were resolved at the time of the report. Additional information was received from the patient. They reported they had lowered the stimulation because it was uncomfortable. They also mentioned being out of it from anesthesia. They stated they had been provided the incorrect discharge instructions at the surgical center, the instructions stated they were to remove the bandages after 24 hours. They attempted to do this and they were afraid they moved the leads. They had already spoken with their healthcare provider regarding this. Additional information was received from the patient. They reported they were receiving a communication error. Contributing factors were unknown. Troubleshooting was attempted, but did not resolve the issue. It was reported the issue was unresolved at the time of the report. No further complications were reported or anticipated.